Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he was unconscious due to unexplained low blood glucose. Customer stated that the paramedics were called and she was transported to the hospital. Customer blood glucose reading was low when paramedics arrived. Customer reported that he lost his transmitter and did not calibrate the sensor before bed time. Nothing further was reported.